Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic'), genital haemorrhage ('gen. Abnormal. Bleed') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 12347936, 626155) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included pain knee, multigravida, parity 2, vaginal bleeding, abdominal pain, breech presentation, cesarean section (a live viable male infant) and tonsillectomy. Concurrent conditions included neck pain and ovarian cyst. Concomitant products included nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (ablation and hyst (full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain and bleeding. There were three coils visible after deployment. The right essure device was then placed with three coils present on that side. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2010: final diagnosis: uterus: status post endometrial ablation. Status post essure coil placement. Hyperkeratosis, cervix.. Lot number: 12347936, manufacturing date: 2008/02, expiration date: 2009/11. Lot number: 626155, manufacturing date: 2007/10, expiration date: 2009/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic'), genital haemorrhage ('gen. Abnormal. Bleed') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 12347936, 626155) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included pain knee, multigravida, parity 2, vaginal bleeding, abdominal pain, breech presentation, cesarean section (a live viable male infant) and tonsillectomy. Concurrent conditions included neck pain and ovarian cyst. Concomitant products included nsaids since (B)(6)2008 and paracetamol (acetaminophen) since (B)(6)2008. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psych injury/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain (abdominal)"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (ablation and hyst (full)). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain and bleeding. There were three coils visible after deployment. The right essure device was then placed with three coils present on that side. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2010: final diagnosis: uterus: status post endometrial ablation. Status post essure coil placement. Hyperkeratosis, cervix. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: plaintiff fact sheet received: lot no. Was added. New events - abnormal bleeding (vaginal), mental anguish, did not underwent essure confirmation test were added. Pt of event psychological trauma was updated as depression. Reporter's information, lab data, medical history, concomitant condition, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain (abdominal)"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (hyst (full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: pelvic/ abdominal, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), bleeding: menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed, psych injury. Event outcome was added to the events: pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, gen. Abnormal. Bleed, bladder disorder, urinary tract disorder. Reporter's information was added.